Manufacturer narrative:
Date sent: 1/21/09. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic tubal ligation. After the procedure was complete, it was noticed that a white silicone piece was laying on the uterus. The piece was retrieved with grasper. It was noted the trocar was missing a similar piece. Another device was used to complete the case. There was no adverse consequence to the patient.